Event description:
Pt just intubated and initial placement onto this ventilator, pt's inspiratory effort dropped the pressure manometer to a -10 cmh20. The pt did not revieve a breath. The ventilator was changed out.